Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial broke from the handle. The event occurred during surgery. They used there second trial to perform the surgery. There was no injury to the patient, body or health.

Event description:
Oxford trial bearing broke from the handle.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the quality engineer for investigation. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. Some scratches were found on the articulating surfaces. Damage to the thread was observed, where the handle is normally assembled. A fragment was missing from below the threaded hole, likely due to stresses concentrating in the area and consequent fatigue over multiple uses. Considering the fact that the fractured trial bearing was a phase 3 oxford partial knee instrument, which has been commercially available since 1998, failure of the component could be ascribed to normal wear and damage due to use.